Manufacturer narrative:
This report is for an unknown maxillary distractor implants/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: pereira, a.r. And pereira, a.p. (2019), acute open callus manipulation: clinical experience with a new surgical technique for solving old problems in distraction osteogenesis, journal of cranio-maxillo-facial surgery, vol. 47 (issue 2), pages 219-227 (portugal). The aim of this retrospective study is to propose a new technique of acute open callus manipulation and fixation (aocmf) following distraction osteogenesis. Between 2006 to 2015, a total of 14 patients (10 male and 4 female) with a mean age of 32.6 years (range 14-62 years) were included in the study. Of these, only 2 patients were implanted with an internal distractor (depuy-synthes, oberdorf, switzerland). Mean follow-up was 38 months (range 25-76 months). The following complications were reported as follows: a (B)(6)-year-old female patient had facial cellulitis treated with oral antibiotics in an outpatient setting. This is report 2 of 4 for (B)(4). This report is for an unknown synthes maxillary distractor implants.